Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements of 125 ohms. A health care professional (hcp) noted that shock impedance measurements were in the 110 to 120 ohms range for approximately the last month. Technical services (ts) discussed programming to maximum energy shocks and discussed the lead polarity. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.